Event description:
Edwards received notification from our affiliates in italy. Through review of medical article "performance of the edwards sapien 3 bioprosthesis in atrioventricular valve position: a case series", corresponding author alejandra garretano, the following event(s) was/were identified as pertaining to an edwards device: a fifteen-day old patient with ebstein's anomaly with severe tricuspid insufficiency. A 26mm sapien 3 valve was surgically implanted in tricuspid position with ECMO required for mechanical support. Forty-eight hours after procedure the patient developed thrombosis, which was partially resolved with anticoagulant and antiplatelet therapy. Eighteen months after procedure, the patient developed progressive stenosis and severe hypomotility of two leaflets and four months after this, a valve-in valve with a 26mm sapien 3 ultra was surgically performed as a remedial action. Six months after valve-in-valve procedure, the patient presented prothesis disfunction and hypomotility of leaflets, which persist during six months follow-up. The patient was asymptomatic and stable, waiting for the optimal timing to intervene.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The date of the event is unknown; however, the article was received for publication on 13-feb-2024. Therefore, the 'received for publication date' used as the occurrence date. This is one of five manufacturer reports being submitted for this article.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis and leaflet motion restricted were unable to be confirmed due to unavailability of imagery or medical records. Due to unavailability of valve serial number, DHR or lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. It should be noted that the sapien 3 valve was surgically implanted in tricuspid position, which is not indicated for use. Therefore, this case is considered off-label. As reported ''eighteen months after procedure, the patient developed progressive stenosis and severe hypomotility of two leaflets and four months after this, a valve-in valve with a 26mm sapien 3 ultra was surgically performed as a remedial action'' per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. In this case, due to insufficient information, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of five manufacturer reports being submitted for this article.